Event description:
Hill-rom received a report from the account stating the bed exit is not alarming. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit not functioning correctly due the alarm connection loose. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. The technician reconnected the loose alarm connection to resolve the issue. Based on this information, no further action is required.